Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007 indicative of the capacitor charge time exceeding the limit. After the fault was cleared it was noted that the device was at battery capacity depleted. Replacement of the device was discussed. This device was explanted, replaced and returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007 indicative of the capacitor charge time exceeding the limit. After the fault was cleared it was noted that the device was at battery capacity depleted. Replacement of the device was discussed. This device was explanted, replaced and returned to boston scientific for analysis. No further adverse patient effects were reported.